Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead had a low and out-of-range defibrillation impedance in one configuration. The device was reprogrammed to address the impedance. No other anomalies were reported, and there were no reported patient symptoms.